Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed, and the plug could not be released. After it was removed from the patient, significant force was required to depress the button. Hemostasis was achieved through manual compression, and there was no reported patient injury. The exoseal vcd was used in an interventional procedure for a hepatic artery embolism using a retrograde approach. The deployment button could not be depressed inside the patient but could be depressed outside the patient with significant force. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture site in the femoral artery was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black. No red color was shown during retraction, and excess force was needed to fully depress the button. An unknown 5f sheath was used. One non-sterile vascular closure device 5f - us was received for analysis. Upon visual inspection, the device was already inserted into a non-cordis sheath. The deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which had dry blood residues and a retracted indicator wire. The indicator window was received in the white/black/red position, and the cowling guard was found locked. No anomalies were observed during the analysis. A functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, and no anomalies were noted in the indicator window or the deployment lever mechanism. The reported event of ¿deployment lever (button)-frozen/locked¿ was not confirmed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since the device was received fully deployed with no issues noted to the internal mechanism. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed; the plug could not be released. After it was removed from the patient, it needed a lot of force to depress the button. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure; a hepatic artery embolism using a retrograde approach. The deployment button could not be depressed inside the patient, but it was depressed outside the patient with significant force. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black. No red color was shown during retraction, and excess force was needed to fully depress the button. An unknown 5f sheath was used. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.